Event description:
A patient complains of halos around lights (especially fluorescent lights) following intraocular lens implant surgery. The patient reports that her vision gets blurry under any brightly lit conditions and washes out when she is trying to see. The patient feels she could adjust to the halos if not for the issue of the flourescent lights she has to deal with each day work.